Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. Programming changes were made. The device remains implanted. The patient was stable.